Event description:
Related manufacturer report number 2017865-2022-22735. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and the ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found four external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to the device can. The cause of sensing noise was due to the exposure of the outer coil in the four abrasion zones.